Event description:
It was stated that the customer was hospitalized six weeks ago due to diabetic ketoacidosis, with a blood glucose of 350 mg/dl. The caller stated that the customer has been experiencing high and low blood glucose levels ever since her current hcp made changes to the insulin pump settings. Troubleshooting was declined as the mother was not feeling comfortable with the insulin pump. The mother requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.